Event description:
Burning sensation in left breast, extreme fatigue, hair loss, inflammation, neck pain, back pain, nerve pain, anxiety, dental problems, ringing in ears, insomnia, night sweats, numbing / tingling in right hand, burning sensation in left arm and leg, constant sore throat, metallic taste in mouth, pain. FDA safety report ID# (B)(4).